Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Insulation damage was noted at 22.2 cm to 22.9 cm from the connector pin consistent with clavicle crush damage. The inner, rv, and svc lumens were found to be breached with no damage noted on the etfe cable coatings while the ptfe liner was found to be abraded due to the clavicle crush force exposing the inner coil. (B)(4).

Event description:
This report is to advise of an event observed during analysis.